Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump had evidence of fluid ingression and the lens had scratches. Functional testing involved delivery accuracy testing and showed that the pump was within manufacturing specification of +/- 6%. The pump was opened and the motor current was measured. The current measured within specification but was on the high side. The motor was replaced as a preventive measure. The investigation also found that the piezo wire was broken. The piezo was replaced. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump failed accuracy (-10.85%). No patient was involved in this event. No adverse effects were reported.